Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017, and determined that they both had a clear halo around the button, with also a pinkish outer circle.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.